Event description:
Beginning left knee arthroscopy using 15 degree curved full radius resector. Metal shavings noted intraoperatively. Joint flushed continously with saline irrigation intraoperatively.